Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screw cap of a transfer set was not tightened. This identified prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted broken occluder feet beneath the twist clamp. A functional clear passage test was performed with no issues noted. The transfer set was connected and disconnected using the returned minicap with no issues noted. A leak test and clamp function test were performed which revealed a leak through the closed twist clamp. Therefore, the reported connection issue was not verified, however, the sample did not meet specifications for leaks- fluid flow with the clamp closed due to the broken occluder feet. The cause of the broken occluder feet could not be determined, however, if the device was exposed to chemical agents such as foreign solvents, dyes, or cleaning agents, as listed on product packaging, this could damage the transfer set. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.